Event description:
The catheter was inserted and 5 weeks after the cdc came out of the pt and the cuff was gone. After 2-3 weeks, the all ways takes the sutures so nu fixation with sutures and statloch during that time when the cdc came out. It was not in the right place so they have to take it out completely and insert a new equistream. The pt didn't suffer more than she had to went through a new procedure and insert a new cdc. The cdc was inserted in vena jugular internal right side and have had cdc before. Woman born - 58.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eva. At this time the mechanism of damage is undetermined. A lot history review (lhr) of revk0189 showed one other similar product complaint(s) from this lot number.